Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to native valve calcification. Immediately following release of the valve, the patient's blood pressure dropped. A dissection was noted in the ostia of the left coronary artery (lca). The dissection resulted in what appeared to be an occlusion. It was reported that the cause of the dissection was most likely due to the pre-implant balloon aortic valvuloplasty (bav). Percutaneous coronary intervention (pci) was performed successfully however the patient died a few hours later. It was reported that the cause of death was due to cardiogenic shock following the main stem occlusion.